Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer declined to provide backup method of therapy and further follow-up from tandem technical support.